Event description:
It was reported that the bur guard was found broken prior to a surgical procedure. The planned surgery was completed successfully. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
The bur guard has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.